Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The patient stated that they had cycled power to the homechoice device to clear the alarm, but did not change out the supplies or disconnect from therapy. Upon restarting therapy, the patient was connected to the homechoice in prime. The patient completed therapy by setting up with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error - failed to follow therapy steps during therapy, where the home patient cycled the power off/on after receiving the se2240 alarm and was still connected in prime when trying to end therapy and retrieve the cassette. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. Users are not instructed to cycle the power off/on during end of therapy. The guide provides step-by-step instructions for when and how to disconnect oneself, and instructs the user on how and when to remove the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.